Manufacturer narrative:
Philips service replaced the mpdu control panel onsite and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a boot fault occurred outside clinical use, with the mpdu suspected damaged on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.